Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engingeer (fse) was dispatched to evaluate the iabp unit. The battery passed testing, and the a/c d/c power switched normally. The fse was unable to duplicate the reported issue and noted that the iabp unit functioned normally. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. The initial reporter named is a getinge distributor whose contact details are: email address (B)(6); which differs from that of the event site.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shutdown automatically for no reason., and after the clinical user restarted the iabp, it worked normally. There was no patient harm or adverse event reported.